Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that epidural tubing leaked during infusion just below the luer lock adaptor. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the epidural tubing leaked below the luer lock adapter was confirmed. Visual inspection of the set noted no damage or any anomalies. Examination under magnification revealed some solvent channels at the exterior tubing and interior male luer surfaces that seemed more evident along the area of the yellow stripe of the microbore tubing. Functional testing confirmed leaking at the engagement of the tubing to male luer adapter. The root cause of the customer¿s report was not identified.

Event description:
The customer reported that epidural tubing leaked during infusion just below the luer lock adaptor. There was no patient harm.